Event description:
It was reported that the pt was revised due to instability in the knee. The pre-operative x-rays indicated that the hinge mechanism broke.

Manufacturer narrative:
This report will be amended when our investigation is complete.